Event description:
Philips received a complaint on a patient information center ix indicating that the device reads speaker malfunction error. They need assistance clearing out the error message. Additional information was requested and the customer responded that the device did not produce audible sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Analysis was unable to be performed and the remote service work order was cancelled. The customer stated that they no longer needed assistance and asked that the case be closed. Upon follow up the customer stated that the device was sent to a third-party company and repaired. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device confirms the problem has not been reported again for this device.